Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's drain volume was 133 ml. This meets iipv criteria. No patient injury or medical intervention was reported. No further information is available at this time.

Event description:
Revision surgery was reported due to aseptic stem loosening after 28 months in vivo.